Event description:
A report was received from a user facility in the USA stating the stellaris system shut down at the beginning of a surgical procedure. The system was rebooted and the surgery proceeded normally with no impact or injury to the patient.

Manufacturer narrative:
The computer was removed form the stallaris system and returned to bausch & lomb for evaluation. The reported problem was not duplicated during simulated-use testing. The system did not shut down while running or powered on. The unit met all performance specification.